Event description:
It was reported that this right ventricular (rv) lead exhibited an elevated pacing threshold of 1.3 volts at 0.4 millisecond. This rv lead was explanted and replaced with a non-boston scientific model lead and was disposed. No additional adverse patient effects were reported.